Event description:
On admission (11/02/93), this infant was placed in croup tent and on the neonatal monitor, using the red dot electrodes with the monitor. More than 12 hours after the monitor was discontinued and the electrodes were removed, a blistering rash was observed on the torso (circular patches in the 3 areas the electrodes had been placed), the chin, the right shoulder and arm. The electodes had been discarded at the time the monitor was discontinued as the infant's skin was clear with no sign of rash. There has been some weeping on the shoulder and arm and some peeling of the skin as well.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.